Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, while trying to deploy the stent balloon would not completely expand. Therefore, the stent was not deployed. The entire delivery system was pulled out with the stent still on delivery system. Reportedly, no pt injury was reported. No other info was provided.